Event description:
The report stated that during a hemicolectomy, the ligasure v instrument was not sealing vessels as it should. The output was increased from 2 bars to 3 bars but still the device did not seal properly. A new ligasure v handpiece was opened and it worked fine. There was no pt injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.